Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During a premature ventricular contraction procedure, a blood leak occurred from the hemostasis valve of the sheath. When removing an advisor hd grid catheter from the sheath after mapping the right ventricle, it was noted that the hemostasis valve did not stop the back flow of blood. The sheath was replaced, and the procedure was completed with no adverse patient consequences.